Manufacturer narrative:
Block h6: imdrf device code a010402 captures the reportable event of stent migration.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted on (B)(6) 2024. On an unknown date, the axios device migrated from its initial insertion site. The stent was removed from the patient. Per the physician, the patient must be reoperated urgently on (B)(6) 2024. There were no patient complications reported as a result of this event. Note: no additional information has been received regarding the details of the event.